Manufacturer narrative:
(B)(4). This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this lead displaced whilst the physician was performing a catheter ablation. A new lead was requested although there were no issues identified with the original lead. No additional adverse patient effects were reported.